Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: there was no power to the pump due to rust found in the battery compartment. The display and battery compartment were leaking during a leak test. Moisture was also found in the battery compartment and inside the pump. Data was unable to be downloaded on the pump and investigation was unable to be completed due to a blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).